Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple cartridges would not fit onto the pump. Reportedly, the customer was able to successfully load a new cartridge and resume insulin delivery. There was no impact to the customer's blood glucose level.